Manufacturer narrative:
Patient family member. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased on an unknown date. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information could be obtained.